Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the device was not working, diagnosed with copd that is worsening with the use of the device and asthma. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.